Event description:
It was reported that this ambicor penile prosthesis exhibited deflation issues in the right cylinder due to fluid loss, believed to be caused by a hole. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.